Event description:
Consumer called to report being hospitalized because of their cobranded logic meter. Believe the meter was reading high, tested on their other meter which also read high, so they adjusted their insulin on the high readings. Started losing consciousness and was taken in an ambulance to the hosp where they were stabilized and spent the night.